Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, total delamination of valve, white particles in shell. Leak test and microscopic analysis was performed. Which identified, total delamination (100%) of diapherm flange disk assessed, as adhesive failure. Based on the device analysis, the final assessment is: delamination of diapherm flange disk assessed, as adhesive failure.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.